Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('various pains'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), dysmenorrhoea ("painful periods"), sinusitis ("sinusitis"), bronchitis ("bronchitis"), asthenia ("asthenia"), dizziness ("dizziness") and anxiety ("anxiety"). And was found to have uterine leiomyoma ("appearance of fibroids (small)") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, uterine leiomyoma, sinusitis, bronchitis, asthenia, dizziness, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, asthenia, bronchitis, dizziness, dysmenorrhoea, menorrhagia, pelvic pain, sinusitis, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: physician letter dated (B)(6) 2017 reported, that the adverse events previous mentioned started after the insertion of the essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021, quality safety evaluation of ptc. On 19-mar-2021, ha number received: (B)(4). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('various pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), dysmenorrhoea ("painful periods"), sinusitis ("sinusitis"), bronchitis ("bronchitis"), asthenia ("asthenia"), dizziness ("dizziness") and anxiety ("anxiety") and was found to have uterine leiomyoma ("appearance of fibroids (small)") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, uterine leiomyoma, sinusitis, bronchitis, asthenia, dizziness, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, asthenia, bronchitis, dizziness, dysmenorrhoea, menorrhagia, pelvic pain, sinusitis, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: physician letter dated (B)(6) 2017 reported that the adverse events previous mentioned started after the insertion of the essure. Most recent follow-up information incorporated above includes: on 12-mar-2021: new event "anxiety" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('various pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), dysmenorrhoea ("painful periods"), sinusitis ("sinusitis"), bronchitis ("bronchitis"), asthenia ("asthenia"), dizziness ("dizziness") and anxiety ("anxiety") and was found to have uterine leiomyoma ("appearance of fibroids (small)") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, uterine leiomyoma, sinusitis, bronchitis, asthenia, dizziness, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, asthenia, bronchitis, dizziness, dysmenorrhoea, menorrhagia, pelvic pain, sinusitis, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: physician letter dated (B)(6) 2017 reported that the adverse events previous mentioned started after the insertion of the essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. On 19-mar-2021: ha number received: r2105206. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('various pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), dysmenorrhoea ("painful periods"), sinusitis ("sinusitis"), bronchitis ("bronchitis"), asthenia ("asthenia") and dizziness ("dizziness") and was found to have uterine leiomyoma ("appearance of fibroids (small)") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, uterine leiomyoma, sinusitis, bronchitis, asthenia, dizziness and weight decreased outcome was unknown. The reporter considered asthenia, bronchitis, dizziness, dysmenorrhoea, menorrhagia, pelvic pain, sinusitis, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: physician letter dated (B)(6) 2017 reported that the adverse events previous mentioned started after the insertion of the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.